Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information provided by the customer. When lifting the non-abbott waste tank to empty it, the customer was splashed on the left and right forearm with waste liquid. The customer was wearing a lab coat and gloves at the time of the incident. An instrument service history review for (B)(6)revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation the alinity c processing module serial number ac02113 is performing as intended, no systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer was splashed with high-concentration waste fluid from the alinity c processing module. The customer, a nonpregnant female, was lifting the waste tank to empty it and was splashed on the right and left forearm with high-concentration waste fluid. The skin started burning and became red. The customer rinsed the affected area with cold water and was treated in the emergency room. She was advised to continue washing the areas with cold water and apply deltacortene. Additionally, the customer was prescribed bysabel with instructions to take 1 table between meals for 6 days. The redness and burning has disappeared. The discharge diagnose from the emergency room was unspecified urticaria. No additional treatment was received besides the washing of cold water and the deltacortene and bysabel. There was no adverse impact to the customer due to the treatment that was received. The customer was wearing gloves and a lab coat at the time of the incident. No additional impact to the user was reported. No impact to patient management was reported. Update: additional information was obtained from the customer: the waste container was not an abbott product; it was a container from the customer¿s lab.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was splashed with high-concentration waste fluid from the alinity c processing module. The customer, a nonpregnant female, was lifting the waste tank to empty it and was splashed on the right and left forearm with high-concentration waste fluid. The skin started burning and became red. The customer rinsed the affected area with cold water and was treated in the emergency room. She was advised to continue washing the areas with cold water and apply deltacortene. Additionally, the customer was prescribed bysabel with instructions to take 1 table between meals for 6 days. The redness and burning has disappeared. The discharge diagnose from the emergency room was unspecified urticaria. No additional treatment was received besides the washing of cold water and the deltacortene and bysabel. There was no adverse impact to the customer due to the treatment that was received. The customer was wearing gloves and a lab coat at the time of the incident. No additional impact to the user was reported. No impact to patient management was reported.